Event description:
During an open rotator cuff repair the surgeon experienced an anchor breaking and another anchor pulling out. Surgeon tapped to the laser mark on tap using re-usable twinfix 5.0 tap. Inserted twinfix ab 5.0 #1, and tugged on suture. Anchor pulled out, re-threaded anchor into delivery handle and re-inserted into same hole. Implant broke. Tapped again to line, using above tap and inserted twinfix ab 5.0 #2. Inserted implant tugged on suture and anchor pulled out. Then switched to competitor's anchor which held and repair was completed. Surgeon had de-corticated the site using a burr prior to insertion of the anchors. A delay of ten minutes was reported. No pt injury or complications resulted.